Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the sterilization process for these devices was validated in accordance with FDA regulation and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The mfg lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified devices caused or contributed to any pt infection. A definitive root cause for the event cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.